Event description:
It was reported that a patient with a tactra malleable penile prosthesis presented with inadequate axial rigidity and significant penile deformity upon manipulation, accompanied by pain and improper device function during use. During physical examination, the physician observed abnormal flexion of the prosthetic shaft on one side, resulting in a loss of symmetry and support. A structural issue with the device was suspected. A replacement surgery was scheduled. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation of mechanical issue cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The patient symptoms of disfigurement and pain are known risks associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that a patient with a tactra malleable penile prosthesis presented with inadequate axial rigidity and significant penile deformity upon manipulation, accompanied by pain and improper device function during use. During physical examination, the physician observed abnormal flexion of the prosthetic shaft on one side, resulting in a loss of symmetry and support. A structural issue with the device was suspected. A replacement surgery was performed in which a new tactra malleable penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of disfigurement and pain are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cmc- known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with a tactra malleable penile prosthesis presented with inadequate axial rigidity and significant penile deformity upon manipulation, accompanied by pain and improper device function during use. During physical examination, the physician observed abnormal flexion of the prosthetic shaft on one side, resulting in a loss of symmetry and support. A structural issue with the device was suspected. A replacement surgery was scheduled. No further patient complications were reported.